Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation (essure coil noted to be embedded in the posterior uterus just medial to the right fallopian tube)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menarche (age 12). Previously administered products included for an unreported indication: mirena until (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia") and infection ("infection") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, dyspareunia and infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, infection, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: essure insertion detail: each was cannulated with the essure device and the coils deposited without difficulty. Right ostium with 7 coils visible post-procedure. Left ostium with 4 coils visible post-procedure. Essure removal detail : the appendix was visualized. The uterus was boggy, but otherwise normal there was a 4 cm ovarian cyst on the left side and the right ovary was normal bilateral fallopian tubes were normal there was and essure coil noted to be embedded in the posterior uterus just medial to the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation (essure coil noted to be embedded in the posterior uterus just medial to the right fallopian tube)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menarche (age 12). Previously administered products included for an unreported indication: mirena until (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia") and infection ("infection") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, dyspareunia and infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, infection, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: essure insertion detail: each was cannulated with the essure device and the coils deposited without difficulty. Right ostium with 7 coils visible post-procedure. Left ostium with 4 coils visible post-procedure. Essure removal detail : the appendix was visualized. The uterus was boggy, but otherwise normal there was a 4 cm ovarian cyst on the left side and the right ovary was normal bilateral fallopian tubes were normal there was and essure coil noted to be embedded in the posterior uterus just medial to the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.